Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet failed to power while on the charging pad, showing a charging indicator initially and then becoming unresponsive despite outlet and cradle checks, indicating a charging/power malfunction of the pump and charging base. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included the user transitioning to multiple daily injections with blood glucose reportedly unaffected and continued cgm use. Investigation included troubleshooting by customer support and arrangement for device replacement and return of the original unit. Investigation of this device revealed a suspected device malfunction related to charging or internal power, with the charging cradle recognizing the device but no power restoration, suggesting a pump power subsystem issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump power/charging function.